Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the surgeon was inaccurate after registration. Manufacturer representative reported that surgeon would touch the bone fiducial in the center but it would be outside of it. Surgeon opted to complete the procedure despite the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.